Manufacturer narrative:
Article citation: gupta, chandi and matthew, divya. "Xen® stent complications: a case series." Bmc ophthalmology, december 2019, pages 1-5. (B)(4). The reported events of high intraocular pressure, gel stent blockage, fibrosis, conjunctival hemorrhage, hyphema, and absence of bleb are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the corresponding author regarding the event, product, and patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
In the article "xen® stent complications: a case series," it was noted a patient had left eye combined cataract and xen 45 gel stent surgery with mmc. Intra-operatively the stent had to be re-sited due to suboptimal positioning during initial placement. This was followed by moderate haemorrhage into the anterior chamber and subconjunctival space, which later lead to post-operative scarring around the implant. Multiple needling attempts with 5fu were carried out in clinic but failed. This was due to recurrent tenons tissue encapsulating the stent, leading to blockage. Almost 6 months after the initial procedure the iop had risen to 18 mmhg. It was noted that the bleb was flat and the stent not visible, so the patient was listed for bleb revision. During surgery, whilst dissecting the tenons tissue from the stent, the implant broke and therefore a new xen stent was inserted.